Event description:
It was reported that the customer received a new pneumatic module assembly (serial#: (B)(4) with holes and discoloration in the tubing. This is an out-of-box failure. There was no patient involvement.

Manufacturer narrative:
The national repair center (nrc) received the part for investigation. During the initial investigation the following was performed by senior repair technician of the national repair center (nrc) - inspected pneumatic module assemblies and no visual damage was observed. The tubing was not discolored or have holes in it. They were also delivered to the manufacturing manager where they are built and tested. There was no issue with the tubing observed. Final investigation summary was that the following was performed by senior repair technician of the national repair center (nrc) - installed pneumatic module assemblies into cardiosave test fixture. Tested to factory specifications per cardiosave service manual and procedure. Passed testing and put into stock/inventory. Customer was requested to provide additional information about the repair of the unit , if a new pneumatic interface module assembly was installed and if the iabp was currently in clinical use, the customer reported they received a new pneumatic module. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).